Event description:
The dealer states when the consumer drives the chair, it will shut down with no error codes. He states it will take an hour to 2 hours of sitting before it will drive again.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.